Manufacturer narrative:
Date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient was implanted in (B)(6) 2022 and had a knee surgery on (B)(6). Post-surgery, the patient indicated therapy was not going well. The rep met with the patient the date of the report and noted all impedances were greater than 4,000 ohms except for c & 2 and c & 3 which were in the 200-300 ohm range. The patient was not able to feel stimulation at max amplitude with either electrode, until pulse width was increased to 400us (microseconds). Then the patient felt some stimulation in their low back and not in the bicycle seat area. The patient after initial implant was set to 0.4ma, and now were unable to increase beyond 0.4 or 0.5 ma on all standard programs. A possible lead or ins issue being the cause was discussed on the call, (setscrew issue discussed). The caller would need to speak with the physician further for next steps. The caller noted after speaking with the patient it was unclear if the patient had therapy benefit after initial surgery, or if the issue truly started after the knee surgery. Additional information was later received from the rep. They confirmed it started after the knee surgery. When asked to clarify the statement it was unclear if the patient had therapy benefit after the initial surgery, they replied the patient was doing well. After the knee surgery they tried to turn the amplitude up and it would not go past 0.4ma. The patient did not experience a sudden return of symptoms post-knee-surgery. The rep clarified the statement 'therapy was not going well post-knee-surgery' was that the patient was peeing more after their knee surgery. When asked if the cause of the impedances being greater than 4,000 ohms was determined, they replied in a look at the x-ray, it appeared the set screw clicked but did not set. When asked what most likely caused or contributed to the issue, they stated after talking with tech services, that the set screw clicked, but the lead was not actually screwed in tight. When asked what steps were or would be t aken to resolve the issue, the rep responded they spent time with the patient and did everything that could be done while interrogating their internal pulse generator (ipg). The issue was not resolved. The cause of the stimulation in the wrong location (low back) was reportedly not determined. The lead was in the correct place. When asked what most likely caused or contributed to the issue, the rep stated, "malfunctioning set screw." When asked to clarify the "max amplitude," statement, the rep stated all circuits were over 4,000 ohms, so all standard settings would not turn up past 0.4ma. When asked if the cause of the patient being at max amplitude/not being able to increase past 0.4 or 0.5ma was determined, the rep replied, "open circuit and lead not being fixed tightly in the head." The cause of the lack of stimulation sensation and what most likely caused or contributed to the issue was not determined. Those issues were not resolved. Device removal or replacement was not planned.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2hvq6 serial# implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: va2hvq6, ubd: 2023-06-30, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were planning to send a lead and ins back that was associated with an adverse event. They called to ask about return product mailer kits. The caller indicated that the event was reported but did not have the report number at the time of the call. Troubleshooting was not required. The issue was not resolved through troubleshooting. Address for the return analysis lab was emailed to patient. On 2022-aug-18 additional information received from rep. They reported they have lead and ins to return. Rep indicated that originally it was though that the lead wasn't in the headerblock correctly - they heard it click at implant but didn't think it was secure so the plan was to replace the ins. Upon opening the patient, the lead was still connected in the header block but when the lead was unscrewed and removed, it was noticed there was separation between contact 3 and the rubber part. It was unknown if something with the ins caused this issue so it was decided to replace both lead and ins. Rep stated normally when they see this, it is the part outside the header block that is the issue, not the part that actually in the port. It was reviewed to use return mailer kit to return lead and ins and put pe number on paperwork.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the setscrew issue was not determined. The battery is being replaced (B)(6) 2022. The steps taken were the rep spoke with tech services and learned that the click of the torque wrench may not always indicate the lead is in place. We spoke with patient relations, she reached out to the patient. It was confirmed there was no chance the knee surgery may have affected the system. The patient had not needed an interstim adjustment prior to knee surgery. After his knee surgery he attempted to turn the amplitude up and could not. The steps taken were the nurse practitioner did some trouble shooting, rep did as well, reps partner did as well. We spoke to tech services and did everything that was suggested and the conclusion made was that the click indicated by the set screw and torque wrench was not indicative of the lead firmly placed in the header. The issue was not yet resolved.

Event description:
No new information for this event description.

Manufacturer narrative:
H3 product analysis #(B)(6), :analysis information pli# 10 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va2hvq6 , serial# unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type lead . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.